Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after discharge post-implant the patient went home and passed out. It was discovered that the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.